Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-aug-2019 with the following findings: a review of the pump black box showed no pump reboots or power interruptions. A visual inspection of the pump revealed the battery compartment was cracked. The returned battery cap was undamaged. The returned battery cap had stripped threads and was unable to maintain an electrical connection; power loss and reboots were duplicated. The pump powered on with a test cap and was exercised for 12 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.